Event description:
On (B)(6) 2012, patient underwent uneventful ilasik on both eyes (ou). On (B)(6) 2012, patient presented at one day post op with trace diffuse lamellar keratitis (dlk) ou. Doctor increased post op drops (gtt) of duezol to every 2 hours ou. On (B)(6) 2012, patient was seen and diagnosed with grade 3 dlk left eye (os). On (B)(6) 2012, patient was brought back to the laser suite for a flap lift and interface irrigation os. Patient referred to affiliate for follow up care (B)(6) 2012. Patient seen (B)(6) 2012 and visual acuity sans correction (vasc) was 20/15 right eye (od) 20/25 os. Pinhole (ph) to 20/20 os rxm not done. Preop best corrected visual acuity (bcva) 20/20 od 20/20 os.

Manufacturer narrative:
Evaluation: customer indicated that the initial surgery was uneventful. Equipment was not evaluated after the reported event which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.